Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited noise with oversensing in bipolar and triggered false atrial tachy response (atr) episodes, suggestive of myopotential noise and possible insulation breech. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.